Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported again that they were having tremendous pain at implant site where bladder stimulator is located. The patient stated that they tried turning the stimulator off, but that did not help with the pain. The patient stated that they have not been able to follow up with hcp to get implant checked because they are currently residing in a different state and do not have an hcp in that state. They were sent physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they think their device is "misfiring". Patient said they have shooting pain that starts at the ins site goes up their back and down their leg. Patient said they haven't had any falls or trauma. The handset needed to be charged. Patient will charge handset and call back for assistance turning stim off. The patient called back after charging their handset. They decreased amplitude on program 2, but still had the pain. They did not have the pain after turning stimulation off. The patient will follow up with the doctor to have the internal components checked on.